Manufacturer narrative:
The insulin pump received with blank display. However, after electronic board were separated and reconnected unit power on properly. Problem isolated to electronic stack. Unable to performed functional test due to blank display anomaly. Device had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, reservoir tube cracked, cracked reservoir tube window, and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose level was 257 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.